Event description:
Date of implant: 2007; it was reported that a patient underwent a surgical procedure with implantation of rods at l2-l5 levels. Approximately 1 month 2 weeks post-op, xrays revealed a fractured rod at the l2 level. Patient underwent revision surgery to remove the fractured rod and replace with 2 standard 5.5 ti rods. No patient complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer; therefore, a product evaluation was possible. A visual macroscopic examination was performed by a product engineer revealed that one pair of explanted implants were reviewed. The cable component of one of the two devices failed on the crimp-side of the device. At this time, it is not possible to determine the exact cause of failure but, according to xrays, the patient appeared to suffer from severe degenerative scoliosis throughout the lumbar spine.